Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-aug-2018, UDI#: (B)(4). Date of the event was estimated. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that a new lead wire was put in on tuesday, (B)(6). The patient stated that they went to have the ins replaced and they discovered that the lead was broken. There were no further symptoms or complications reported or anticipated.